Event description:
It was reported that the left ventricular lead was "not working" because it was dislocated. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : d314trg ICD (B)(6) 2012. (B)(4).